Event description:
It was reported that the patient was unhappy with the battery site and she had found it difficult to charge. There was a system modification on (B)(6) 2014, the implantable neurostimulator (ins) was replaced. It was unknown if there were any observed malfunctions with the device. Patient outcome was unknown and it was unknown if the ins was placed into a new area. Additional follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot# 0207306463, product type: lead. Product ID: 37081-40, serial# (B)(4), product type: extension. Product ID: 37081-40, serial# (B)(4), product type: extension. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) had been placed in old pocket from previous battery and it seemed battery had turned in pocket as only the outer cage of the battery could be felt. The patient reported having charging issues and only getting 2 bars. The site reported that they tried to charge and the explanted ins and it fully charged without any issues. The patient had a new non-rechargeable ins placed in a new location.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, lot# 0207306463, product type: lead. Product ID: 37081-40, serial# (B)(4), product type: extension. Product ID: 37081-40, serial# (B)(4), product type: extension. Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Event description:
Additional information received reported that the patient stated that she was struggling to get a good connection. The outcome was resolved without sequelae. Interventions included that the device was replaced. Diagnostic methods included physical/neurological exam. The battery site was palpated. The etiology was noted as not applicable to the device or therapy and not related to the procedure. A new battery was placed in the old battery site and appeared to not being lying flat however during surgery it was found that the battery was not turned and the subject usability was suspected to be the case. No signs or symptoms were reported. Nothing was reported about raised bmi (168cm, 71.5kg).

Manufacturer narrative:
Concomitant products: product ID 39565-65, lot # 0207306463, product type lead; product ID 37081-40, serial # (B)(4), product type extension; product ID 37081-40, serial # (B)(4), product type extension. (B)(4).